Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The pt reported that insulin dripped from the plunger end of the cartridge while it was in the pump. She stated that she removed the cartridge from the pump when she was with a friend who wanted to see what type of cartridge the pt used. The pt noted that the cartridge chamber was wet, denied visible cracks in the cartridge, said the connection between the cartridge and the tubing was secure, and reported that the insulin appeared to be coming out of the bottom of the cartridge. The pt stated that she reinserted the same cartridge as she did not have a spare cartridge and she used it without reported blood glucose excursions.